Event description:
It was reported that during an unknown procedure, the device jammed on the 6th firing. The jaws would not open. White cartridge was in device, but it was not fired, it is being returned as well. It is unknown how the procedure was completed. There was no adverse consequence to the patient indicated.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device closed on tissue when it would not open? If so, please explain what was required to remove the device from the patient's tissue (for example, tissue cut away, converted procedure, finally able to release with manual release button,etc) was there any adverse impact to the patient as a result of these difficulties? If so, please explain & advise condition of patient following procedure, stable, discharged, critical, please explain.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.